Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and the pump alarmed change sensor. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 73 mg/dl and blood glucose was 140 mg/dl. Troubleshooting explained alarm and advised customer to change the sensor. Customer indicated that the cannula was not bent. Customer was advised that the sensor would be replaced and to return the sensor for analysis.